Event description:
The customer reports falsely elevated chloride results for one patient generated on the architect c8000 analyzer. The sample tested at 105, 105, 105, 104 and 92 mmol/l. Controls have been within specification. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were made available from the customer site. There is no information from the customer that any troubleshooting was performed or that any error messages were generated in regards to this issue. The customer noted that control results were within range a few hours before the discrepant results occurred, but were not run during the time the discrepant results were generated. There is no information regarding sample integrity. The last documented quarterly maintenance by the customer is dated 30 november 2012. An abbott field service representative (fsr) visited the customer site for this issue and twice replaced the integrated chip technology (ict) module on two separate occasions as well as performing a bleaching procedure on the ict tubing. This resolved the issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the ict sample diluent package insert contain information to address the current customer issue. Based on the available information, a specific cause for the customer issue could not be determined. The evaluation could not rule out possible overdue maintenance, sample integrity and/or sample handling and processing issues as contributing factors. Based on the results of the current evaluation, a product malfunction was not identified.